Event description:
Due to scar tissue in patient's groin, extreme amount of pressure was put on sheath. Upon attempt to remove sheath, it was stretched and broke. Surgeon was able to dissect area and pull out remaining sheath. Sheath remains were intact.